Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead exhibited suboptimal sensing and impedance measurements. No specific impedance values were provided but it was confirmed that measurements remained within normal limits. X-ray analysis did not note any abnormalities. An elective revision was performed wherein the chronic ra lead was explanted and a new ra lead was attempted but ultimately extracted as acceptable measurements could not be obtained. A second replacement ra lead was then implanted without issue. The patient's rv lead was explanted and replaced as well. No adverse patient effects were reported. The chronic leads are no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted set screw marks on the terminal pin in addition to a cut in the insulation and suture sleeve. Blood/body fluid was observed in the helix housing and neck region. Two insulation abrasions were observed on the lead; a lead-on-lead abrasion 62-79 mm from the terminal pin and a lead-on-device abrasion (opposite side) 60-83 mm from the terminal pin. The anode conductor coil was noted to be rubbed flat and fractured in that area as well. The fracture was determined likely due to a flexing/crushing movement between the device and lead.